Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with crossover. The cylinders migrated across corporal bodies, the physician suspect oversizing as a reason. A surgical procedure was performed, during which the existing ipp was removed and replaced with a new and measured ipp. No patient complications were reported.